Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Updated fields: h6 (evaluation method code). Corrected fields: h6 (patient code).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown in the middle of the therapy. The physician turned around to dress out prior to entering the patient's room. When the physician entered the patient room, the display was completely black, and the unit was not running. In addition, the customer reported that no alarms were heard and no abnormal operation was detected. The customer then turned the power switch off and back on, and the unit was able to turn on, the patient therapy was discontinued, and the patient was transitioned to another cs300 iabp. The patient was eventually expired, but it was not attributed to iabp. The patient did not expire as a result of the unit's shutdown because the family decided to discontinue treatment.

Manufacturer narrative:
The replaced power supply was confirmed to be non-OEM on 9/7/2021. The national repair center (nrc) received the failed part the power supply passed testing. With the cs300 pumping, the cs300 ran for over 65 hours. The nrc could not verify the reported failure of unexpected shutdown. 07 sep 2021 ¿ summary: the field service report) stated that the foam gasket on side of the compressor was compressed and occluding the vents on the power supply. With this fact, it can be concluded that the power supply overheated and shutdown. With air present and running for over 65 hours in the nrc, the power supply did not shutdown. The cause of the failure was the blockage of the cooling air by the foam. The nrc scrapped power supply per procedure. Analysis of production: (3331/3213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (41103213/) the overall 12 month product complaint trend data for the period (nov 2019 to oct 2020) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the unit. Upon arrival the stm noted that the unit had a non-OEM power cord connected and that it was plugged into a/c power and charging. The stm proceeded to powered the system 'on' and unit successfully completed all power on self-tests without any alarms or abnormal function. The stm then connected known system trainer and known balloon and initiated autofill. The device successfully completed autofill and began pumping. The stm allowed the unit to pump for approximately 30 minutes without occurring any alarms or abnormal function. Subsequently, the investigation of logs revealed several 'augmentation below limit set alarms, an iabp disconnected alarm, and a no trigger alarm. All occurred on (B)(6) 2020 between 06:42 and 0:941. The stm stated that logs did not reveal any faults or electrical failures. Additionally, internal statistics log revealed that device was on battery power from 07:12:00 on 09/30/2020 to 07:50:39 on (B)(6) 2020 and 09:44:16 on (B)(6) 2020 to 09:44:30. The stm was unable to replicate the reported complaint of 'shutdown -unexpected unspecified' at this time. The stm replaced the non-OEM power cord and completed all pm, safety, calibration, and functionality checks. All checks passed per factory specifications. The iabp was then returned to the customer and released for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown in the middle of the therapy. In addition customer reported that no alarms were heard and no abnormal operation was detected. The customer then turned the power switch off and back on and the unit was able to turned on, the patient therapy was discontinued and patient was transitioned to another cs300 iabp. It is unknown if there was any patient harm/injury; however there was no adverse event reported.